Event description:
It was reported that there was a motor stall noted (B)(6) 2010 in the event logs with no motor stall recovery recorded. There was a return of pt symptoms, increased baseline pain. The event occurred during the normal refill cycle. Pt heard alarm sound and went to emergency room with withdrawal symptoms. The doctor was paged and gave her oral medications. There was to be a pump replacement scheduled for the next day, (B)(6) 2010. The pump will be returned.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.